Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for reservoir occlusion. Customer¿s blood glucose was 209 mg/dl. Customer reported that they received insulin flow block alarm. Customer noticed the tubing is blocked, she rewind and clear the gap and infusion set works fine. Customer is reporting a past event. Customer reported that alarm did not occur during fill tubing. Customer is not able to troubleshoot at time of call. Customer unable to determine the cause of the issue. The reservoir will not be returned for analysis.